Event description:
It was reported to medtronic minimed that the customer called due to the keypad not responding when pressing the up and down button. The customer reported no adverse event. The event involved product(s) mmt-1880. The pump has not been exposed to altitude change. Time does advance when the display is observed. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan per health care professional instructions. Mmt-1880 was requested and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. P-cap locked properly during testing. Pump passed self-test. No damage noted to keypad assembly and j1 connector on pcb1 was locked properly during visual inspection. Unit successfully downloaded to thump. No stuck key alarms present in pump download history. The electronic assemblies were inspected, and no anomalies noted. Unit received with battery tube threads - cracked, cracked case, cracked case-corner of belt clip rails, stained keypad overlay, pillowing keypad overlay. All buttons functioned properly during test. No keypad anomaly noted. Cosmetic damage confirmed when cracked case on battery tube was observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.